Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had a deformed hub. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 1cc, 12.7mm, 29g syringes in an open poly bag from lot # 7296924. Customer states that the hub was deformed. Both returned syringes were examined and both exhibited a damaged hub. Samples will be forwarded to manufacturing ((B)(4)) 02nov2018 for further review. On 05nov2018, (B)(4) received two (2) 1ml, 12.7mm, 29g syringes in an opened polybag from batch # 7296924. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned samples were visually inspected and both were noted to have damage on one of the three support spines of the barrel tip, exhibited in both samples. The damage was further evaluated under 4x magnification and noted that the damage appears to have occurred after the molding process. The most probable cause of this damage is from the process called pea-shooting on the manufacturing floor. Components and/or syringes are moved around the manufacturing floor through a pressurized tubing system. Specifically, as the barrels travel from one operation to another, the tips can be subjected to damage as they come to their next stop. Within some of the pea-shooters there are padded belts that help to reduce damage to the components during transport. In both instances exhibited by the returned syringe, the damage noted is still within specifications, as it does not hinder or alter the accuracy or utilization of the device. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200723264, 200723290, 200723839, 200723263, 200723843] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub damaged/disfigured on lot # 7296924. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was reported that a bd plastipak¿ syringe had a deformed hub. There was no report of exposure, serious injury, or medical intervention.